Event description:
It was reported that customer were experiencing high blood glucose. The customer's blood glucose levels at the time of incident was 400 mg/dl. Customer current blood glucose level was 370 mg/dl. Customer did reported headache and abdominal pain as a symptoms due to high blood glucose level. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was not active at time of event. Customer was treated with insulin pen for high blood glucose. Customer also reported insulin flow block alarm. Customer reported insulin pump was under delivering insulin because they had to give more insulin than usual to have an effect. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged possible under delivery anomaly, no delivery/occlusion alarm - unknown timing, and high blood glucose found on october 04, 2022. The insulin pump passed the displacement test, the rewind test, prime/seating test, force sensor test, occlusion test, and self test. The insulin pump passed the basic occlusion test at 4.5 lbs. The insulin pump passed displacement accuracy test at 0.0875 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Insulin flow block alarm functioned properly during testing. Insulin pump's history and trace files downloaded successfully using thump software and carelink and generated reports. Insulin pump alarmed a no delivery alarm on the event date of october 04, 2022 at 06:15:33.000 or 6:15:33 am during bolus. The daily total of bolus insulin delivery is 51.3 u on the event date of october 04, 2022 at 00:00:00.000. Insulin pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube. Possible under delivery anomaly and no delivery/occlusion alarm - unknown timing were not confirmed during testing. Unable to verify customer's complaint for high blood glucose. Moisture damage was confirmed found in the battery tube and on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.